Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, a white, round foreign object was found inside the syringe. No patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a white, round foreign object was found inside the syringe. To support the investigation, one sample, received without the packaging blister, and one photograph were provided to the quality team for evaluation. A visual inspection was performed. The syringe contained approximately 20ml of a clear solution and exhibited an air bubble embedded in the syringe barrel wall measuring approximately 1 16 inch. The photograph provided corresponds to the sample received. No additional defects or imperfections were observed. The presence of an embedded air bubble is typically associated with start up conditions or intermittent events during the injection molding process, under these conditions, an air bubble may dislodge and become incorporated into molded components. A device history record review was completed for material number 309653, lot 5183848. This review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were documented, and all manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and evaluation of the returned sample, the customer reported condition is confirmed.